Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and decreased pacing impedance measurements. The patient was not pacemaker dependent. A lead insulation problem was suspected, however, x-ray imaging noted nothing noticeable. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.